Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 125 ohms. A non-sedated 1.1j shock was performed, the result of which was an 86 ohm impedance measurement. A data disk was sent into boston scientific technical services (ts), however the disk was unable to be read. Ts suggested testing the integrity of the lead through other troubleshooting methods. Seven days later, a clinician contacted ts and stated that during a shocking lead impedance test the rv lead exhibited impedance measurements of greater than 125 ohms continuously. Two days later an alert for high out of range shocking impedance measurement was sent to the clinic and a different clinician alleged concern over a lead issue. An email was sent to the field representative in an attempt to obtain additional information.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received from the field representative that the patient missed his scheduled follow up visit and the clinic is attempting to reschedule. No further testing has been performed to date and no adverse patient effects were reported.